Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, a 0.14 guide wire became stuck inside of the lead lumen. The physician attempted to remove the guide wire and was unable to pull the guide wire completely out of the lv lead lumen. The physician was advised to remove and not implant the lv lead but elected to cut the 0.14 guide wire at the connector and leave inside of the lead lumen. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.